Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged connector is confirmed. Multiple broken segments of the proximal section of a white powerpicc solo hub were returned for investigation. One of the segments was attached to an injection valve hub connector. Use residue was observed throughout the returned sample. The cracks were observed to radiate in multiple directions. The main section of the hub appeared to break at the distal end of the injection valve connector with the hub attached. Sections of the broken connector were not returned. Since the hub was broken in multiple fragments, the complaint is confirmed and appears to be manufacturing related. Corrective actions are being implemented at the manufacturing facility.

Event description:
It was reported the triple lumen PICC was inserted 10-16-18 at 3:52pm, white lumen broke 10-17-18 at 1am. It was stated this broke without any manipulation to product. Catheter was removed and replaced. Additional information rec'd via medwatch stated, "white port on tlc PICC broke apart within nine (9) hours of placement."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 18ab7811 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the triple lumen PICC was inserted (B)(6) 2018 at 3:52pm, white lumen broke (B)(6) 2018 at 1am. It was stated this broke without any manipulation to product. Catheter was removed and replaced.